Event description:
It was reported to target that before the procedure the physician was not happy with the appearance of the gdc coil. He did not use the coil in the procedure. Upon inspection of the returned device on 12/1/98 it was discovered that the end of the gdc coil was not zapped. Making this complaint a MDR.